Event description:
It is reported that the pt's hip dislocated twice with closed reduction performed, and was then revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.